Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that they installed in their device a known good battery; but this did not resolve the issue. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has performed numerous attempts to contact the customer regarding the status of their device but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. The device was able to power on as normal. The cause of the reported issue could not be conclusively determined. The customer was sent a replacement device.